Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer unable to activate secure link accounts as a result of a network problem. A technical support specialist has verified that the customer's internet connection has been successfully restored. The serial number, UDI and manufactures details kept blank since the given asset information found to be enterprise user/form mgmt lic 41-60mains. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system required a critical override due to an internet outage. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.